Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected pump hardware low level failures error alarm noted during testing. However, pump hardware low level failures error alarm confirmed in the pump history due to broken trace on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states did a self-test on pump and received pump error. The customer was assisted with trouble shooting. The customer did another self-test after trouble shooting and received the same pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.